Event description:
Customer reported that her monitor keeps beeping, customer changed the battery on the insulin pump and the settings were wiped out. She had to reprogram the time and date. Customer noticed her blood glucose value was lower and when reviewing the basal rates it was found that they were almost double of the number she should have. Customer refused to troubleshoot for low blood glucose and requested assistance with programming her insulin pump. Customer was assisted and advised to follow up with the doctor if current settings need to be changed. Blood glucose value was 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.